Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a calcified, diffuse disease in the right coronary artery (rca). The physician rotoblated the proximal portion of the vessel and dilated the distal portion with 2.5 x 24 mm maverick balloon. After predilation the physician attempted to reach the distal lesion with a taxus express2 2.5 x 24 mm drug eluting stent, however, was unable to cross. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body, the proximal stent struts were flipped up. No pt complication or injury was reported. The procedure was successfully completed using a mini vision sent. Pt status is reported as "satisfactory/good".